Manufacturer narrative:
Correction: this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports notch on funnel and coude tip is not aligned at all caused bleeding with use. No additional information was provided.

Manufacturer narrative:
A2: age - 78 years. A3: sex - male. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.